Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles and they experienced hyperglycemia. The customer blood glucose level was 458 mg/dl and 358 mg/dl. Customer treated the hyperglycemia with insulin injections now blood glucose is on 200 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea, abdominal pain, difficulty breathing. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The reservoir will not returned for analysis.